Event description:
It was reported that a user of the ilet bionic pancreas experienced postprandial hyperglycemia, with glucose readings rising to approximately 250 mg/dl after meal announcements and was advised that carbohydrate absorption can precede insulin action and that persistent elevations beyond 90 minutes could indicate supply or infusion site issues. Symptoms included elevated blood glucose without reported acute illness, loss of consciousness, or hospitalization. Outcomes included temporary hyperglycemia without medical intervention, emergency services, or device alarms. Investigation included telephone-based troubleshooting and education. Investigation of this case revealed no device malfunction identified during the call. It was concluded that the cause of hyperglycemia was unclear and that continued monitoring with prompt callback for persistent elevations was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.